Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot.

Event description:
It was reported that during the left liver was resected surgery, when severing hepatic pedicle tissue, noted the staples malformed. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.